Event description:
It was reported three months ago, the patient with this implantable cardioverter defibrillator (ICD) had exhibited high out-of-range (ooo) pacing impedances on the right ventricular (rv) lead measuring greater than 2500 ohms. Additionally, there was high thresholds when programmed at the max output of 7.5 volt which resulted in loss of capture. Isometrics was performed using the seat-belt maneuver and initially no noise could be reproduced however, at a later time they were able to reproduce noise. The r-waves and sensing appears good. Technical services (ts) recommended to consider replacing just the pace sense portion of the lead with a pacing lead since the shock impedances are fine. The field representative will discuss with the options with the physician. The patient is not rv therapy dependent. At this time, this rv lead and (ICD) remains in service. No adverse patient effects were reported.

Event description:
It was reported three months ago, the patient with this implantable cardioverter defibrillator (ICD) had exhibited high out-of-range (ooo) pacing impedances on the right ventricular (rv) lead measuring greater than 2500 ohms. Additionally, there was high thresholds when programmed at the max output of 7.5 volt which resulted in loss of capture. Isometrics was performed using the seat-belt maneuver and initially no noise could be reproduced however, at a later time they were able to reproduce noise. The r-waves and sensing appears good. Technical services (ts) recommended to consider replacing just the pace sense portion of the lead with a pacing lead since the shock impedances are fine. The field representative will discuss with the options with the physician. The patient is not rv therapy dependent. At this time, this rv lead and (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.